Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. The proximal aorta was 49-37mm in diameter and 40mm in length. The distal aorta was 36-25mm in diameter. The right access vessel was 12-16mm in diameter and the left access vessel was 8-7mm in diameter. There was thrombus and calcification at the proximal and distal implantation site. It was reported that on one day post-op, the patient presented with visual changes that he could not fully explain to the physician. Upon further examination which included a visual field testing and drawing a clock diagram, it was determined that the patient had homonymous hemianopia due to a right occipital infarct. The physician also stated that the most likely cause of the problem was an embolic event from either wire manipulation in the patient's dilated transverse arch or from a pre-existing atrial fibrillation. There is no treatment to be given to resolve the infarct damage and the physician is not sure if the symptoms will improve on their own. The patient has instructions to follow up with neurology for continued monitoring of visual field. The physician stated the event was related to the procedure and does not believe it was related to the stent grafts. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).